Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head came apart- oral b power care [device breakage]. Is this indeed a genuine oral b brush head- oral b power care [suspected counterfeit product]. Case narrative: consumer via letter stated that toothbrush head came apart while using it. No injury was reported.